Event description:
This is the first of two reports on the same pt involving two products. Refer to medwatch 9681121-2010-00048 for a description of the second report. It was initially reported on 10/28/2010 by the pt's father that approximately (B)(6) 2010, the pt experienced redness and irritation in her left eye following contact lens wear. She removed the contact lenses and wore spectacles. The pt observed redness and a small white dot on her left cornea. The following day, the pt inserted new contact lenses and began experiencing similar redness and irritation. The pt observed that the white dot on left cornea appeared larger than the previous day. The pt was examined by her family physician, immediately referred her to eye care specialist, referred to medical center specialists. The pt's eyes and contact lenses were cultured. The left eye and left contact lens were positive for unk organism. The right eye and right contact lens were negative for organisms. The pt was treated with unk eye drops. On (B)(6) 2010, the pt received a corneal transplant in her left eye. As of (B)(6) 2010, the pt's stitches were intact and she was not experiencing any pain in her left eye. The pt is continuing medication. The pt's vision was described as being able to see the top line of an eye chart. Additional info received on 11/01/2010 from the pt's father provided product and lens care info, treating physician contact info and medications. The event occurred less than 12 hours following initial insertion of lenses. The date of surgery was reported as (B)(6) 2010. The pt medications were reported as prednisolone, atropine, ciprofloxacin, mexitrol, vancomycin, tobramycin, oxycodone, lubricating eye drops. Numerous follow-up appointments were noted. Additional medical record info received on 11/04/2010 from the pt's father reported that the corneal transplant surgery was performed on (B)(6) 2010 under general anesthesia. The pt was discharged with levaquin, percocet, prednisolone acetate, vigamox eye drops, and neomycin medication. Culture tests were performed on (B)(6) 2010. Ciprofloxacin eye drops were dispensed on (B)(6) 2010. Oxycodone-acetaminophen and levaquin were dispensed on (B)(6) 2010. Prednisolone eye drops were dispensed on (B)(6) 2010. Oxycodone-acetaminophen was dispensed on (B)(6) 2010. Zymar eye drops were dispensed on (B)(6) 2010. Vigamox eye drops were dispensed on (B)(6) 2010. Acyclovir was dispensed on (B)(6) 2010. On (B)(6) 2010, the pt's diagnosis was corneal ulcer. Additional info received on 11/10/2010 from the pt's father stating that there was no change in the pt's condition and the stitches were still intact. The pt is an occasional contact lens wearer, once or twice a month. The pt wore the contact lenses two consecutive days prior the event due to broken spectacles. It was unk how long the pt routinely stored her lenses in lens care solution and if she used the lenses again after storage. Additional info received on 11/18/2010 from the pt's family physician stated that during the pt's examination on (B)(6) 2010, the pt complained of pain in both eyes from the previous day. The pt was unable to see any object. The pt was diagnosed with a corneal white spot in her left eye. The pt was prescribed tobrex and referred to eye care specialist.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).